Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B) (6) 2007. About 18 months post-operatively on (B) (6) 2008, it was reported that the pt experienced a warm, tingly sensation up her spine while charging her ipg. It was reported that then 15 minutes into recharging the ipg turned itself off and the pt could not turn the charging system back on. The pt went to the ER where it was reported she presented with shortness of breath and nausea and the ER physician noted the lead incision was raised, bumpy, and exhibited a red patch. The pt was treated for nausea. On (B) (6) 2008, the pt came to the physician's office and it was observed that one of her two leads exhibited low impedances on most contacts. An xray showed that lead may have partially disconnected from the ipg. The pt's other lead was successfully reprogrammed to provide coverage everywhere the pt needed except her foot. Follow-up on the pt found that she is doing fine with no further issues reported.